Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one bd¿ needle eclipse 18x1-1/2 rb has been found with the needle and syringe separating during use. The following has been provided by the initial reporter: material no.: 305766, batch no.: unknown. It was reported that the needle is not staying attached to the tuberculin syringe. Per email: the 27 gauge needle in the pack does not stay on the tuberculin syringe.

Manufacturer narrative:
H.6.investigation summary one photo and four actual samples were received by our quality team for evaluation. Upon visual inspection, no damage on the eclipse hub collar and thread area of the hub. The samples were also subjected to luer taper measurement to check on the connectivity and passed the inspection. The samples were then manually connected to the 3ml luer lock syringe and connectivity issues were not experienced. The samples stayed intact with the syringes and did not display any signs of being loose or falling off. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation the incident could not be verified and a root cause could not be determined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that one bd¿ needle eclipse 18x1-1/2 rb has been found with the needle and syringe separating during use. The following has been provided by the initial reporter: material no.: 305766 batch no.: unknown it was reported that the needle is not staying attached to the tuberculin syringe. Per email: the 27 gauge needle in the pack does not stay on the tuberculin syringe.

Event description:
It has been reported that one unspecified bd¿ syringe has been found with the needle and syringe separating during use. The following has been provided by the initial reporter: material no.: unknown, batch no.: unknown. It was reported that the needle is not staying attached to the tuberculin syringe. Per email: the 27 gauge needle in the pack does not stay on the tuberculin syringe.

Manufacturer narrative:
Correction: product information updated to unknown. Expiration and manufacture dates still unknown. The following information has been updated: describe event or problem: it has been reported that one unspecified bd¿ syringe has been found with the needle and syringe separating during use. The following has been provided by the initial reporter: material no.: unknown, batch no.: unknown. It was reported that the needle is not staying attached to the tuberculin syringe. Per email: the 27 gauge needle in the pack does not stay on the tuberculin syringe. Medical device brand name: unspecified bd¿ syringe. Medical device type: n/a. Common device name: syringe. Medical device catalog #: unknown. Medical device manufacturer: becton dickinson. Unique identifier (UDI) #: unknown. Manufacturing location: becton dickinson. PMA/510(k)#: unknown.